Event description:
Procedure type: colectomy. According to the rptr: stapler was closed on point of distal transection. According to surgeon, the stapler did not close comfortably and would not open prior to firing. The surgeon fired the stapler and still could not open it afterward. Specimen was cut and the stapler was removed, still in a closed position. Back table examination of the stapler showed that the alignment pin was deployed off alignment to the side of the anvil. The stapler cartridge and anvil appeared to be torqued out of alignment. A 28 mm eea stapler was successfully deployed and produced completed proximal and distal donuts. An intra-operative leak of the ta staple line was successfully repaired.

Manufacturer narrative:
(B)(4).